Event description:
It was reported that a patient underwent a lateral episiotomy repair on (B)(6) 2013 and suture was used. The following day the surgeon noted that the wound was infected. The wound was cleaned with alcohol. The patient has recovered and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.